Event description:
During follow-up post implant, exit block, a decrease in sensing, and low impedance was noted. Diagnostic imaging was performed and cardiac perforation was noted. A lead revision was performed to explant and replaced the lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events were cardiac perforation, no capture, low voltage impedance and decreased sensing. As received, a complete lead was returned in one piece. The tip stiffness test was performed and all results were within specifications. The reported events of no capture, low voltage impedance and decreased sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.